Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the user experienced damage on a destination 6x45 cm sheath while pulling it out at the end of the procedure. The shaft of the sheath was broken into two pieces, and the braiding wire was the only thing unbroken. Additional information was received on 02december2020: the procedure being performed was an artery femoralis superficialis (afs) closure. There are no broken sheath pieces in the patient. There was no blood loss. The patient was in stable condition. The procedure was completed successfully after the sheath was removed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr 45 cm destination sheath was received for product evaluation. The dilator was not received. No other accessory components were returned. The sheath was subjected to visual analysis and the stainless-steel coil was stretched and exposed at the proximal segment of the sheath right below the hub for approximately 12 cm. The inner diameter of the sheath was measured to be 0.086 in and found to be within specifications. Detailed review of the DHR for lot yf13 for product code rsr01 was carried out and following observation were made: the three-point bend value was measured to be 0.31 lbf which was within specification (0.11-0.57lbs). The hub to sheath strength was measured to be 11.58 lbf which is within specification (4.4lbs). The tubing tensile strength was measured to be 12.57 lbf which is within specification (8.0 lbs). The sheath can be confirmed for sheath breakage. A combination of pulling of sheath considering resistance with significant amount of scar tissue and calcification likely led to the breakage of the sheath. The IFU also cautions stating "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of the resistance has been determined." The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.